Manufacturer narrative:
Result: the handle was reassembled by the penumbra investigator, and there was no visible damage to the handle. Conclusion: the complaint has been evaluated. The initial complaint indicated that upon removal from the packaging, the handle funnel was found disassembled from the rest of the handle. An initial evaluation by (B)(4) (distributor) revealed that the funnel could be successfully and securely attached to the handle. Evaluation by penumbra investigators confirmed that the handle assembly was secure. The root cause of this complaint could not be determined. These devices are 100% visually and functionally tested during inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure for an abdominal aortic aneurysm using a penumbra coil 400 detachment handle. Upon removal from the packaging, the detachment handle was found broken and not used. The procedure continued successfully using a new detachment handle.